Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and intrinsic sphincter dysfunction.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent flexible cystoscopy on (B)(6) 2012 due to hx of ovarian ca, urinary incontinence and incomplete bladder emptying. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney, that the patient underwent vaginal exploration, urethrolysis, excision vaginal mesh, and cystoscopy on (B)(6) 2010; mesh excision due to erosion on (B)(6) 2010; and cystoscopy with transurethral collagen on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent endoscopic injection of suburethral coaptite (3 syringes) on (B)(6) 2010 due to sui. It was reported that the patient underwent transurethral collagen injection on (B)(6) 2010 due to sui. It was reported that the patient underwent cystoscopy, collagen implant in urethra (macroplastique), vaginal mesh removal on (B)(6) 2011 due to mesh extrusion and recurrent sui. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and in-fast ultra interior (ams) were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic floor repair. The patient had 2 swivel screws implanted in (B)(6) 2006. The patient had periurethral sling and catheter removal on (B)(6) 2010 due to erosion. The patient underwent transobturator sling placement and mid urethral sling placement on unknown dates.